Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our distributor. No part was reported to be faulty or replaced. Device logs were received for evaluation. The anesthesia system was returned for clinical use and no additional issues have been reported. In addition, new information was received from the distributor/user facility stating that there was no patient injury. The customer had given incorrect information about the patient. The information in adverse event/product problem and type of reportable event, have therefore been updated to product problem and malfunction respectively. Evaluation of the logs show that a successful system checkout was performed prior to and after the reported event. The technical log has no recordings during the date of event which indicate the absence of technical malfunctions in the system. The log show that treatment was started in afgo ventilation mode. A few clinical alarms were generated. The ventilation mode was then changed to automatic ventilation for about one hour and thereafter changed back to afgo ventilation mode. After about 20 minutes in afgo ventilation mode, alarms for low fio2 started to be generated. The alarms were frequently generated until the system was set to standby. The system was in standby for two minutes and then new treatment was started in manual ventilation. The o2 flush button was activated several times and then after four minutes, the system was shutdown (it is likely that the emergency ventilation was started). No alarms for low fio2 were generated during these four minutes. The reported issue with low fio2 in afgo ventilation mode can be confirmed in the logs. The root cause of this issue has not been determined but a possible cause is that the sampling line had come loose or was not moved to the afgo circuit when ventilation mode was changed from automatic ventilation to afgo mode. In afgo ventilation, an external breathing circuit is connected to the afgo outlet and in automatic ventilation, the breathing circuit is connected to the circle system. When changing between automatic and afgo ventilation, the breathing circuit needs to be switched at the y-piece from the circle system and transferred to the external system and the user needs to check that the gas analyzer sampling line is connected to correct breathing circuit.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported from the distributor that while the anesthesia workstation was in use in afgo (additional fresh gas outlet) mode, an alarm for low fio2 was generated. The user switched to emergency ventilation mode and then to another machine. Information was received which stated that the patient turned blue at the time of the event. The patient final outcome is unknown. Manufacturer's reference #: (B)(4).